Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) implanted with another manufacturer's right atrial (ra) lead, exhibited high atrial pacing impedance measurements greater than 2,500 ohms four days post-implant. The patient was noted to be pacemaker dependent. An invasive procedure was performed. The setscrew on the device header was found to not be fully tightened. Upon tightening of the setscrew, the atrial pacing impedance measurements returned to an acceptable limit. No additional adverse patient effects were reported.